Manufacturer narrative:
(B)(4).

Event description:
The doctor could not perform the procedure because the guidewire body was bent. The device was replaced and a second attempt was successful. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned a single guide wire and advancer tube for evaluation. The guide wire was returned within the advancer tube and showed no definite signs of use. The guide wire was observed to have one major kink and one offset coil towards the distal end of the body. Despite the offset coil, the distal j-bend maintained its shape. Microscopic examination confirmed the kink and the offset coil in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire were located 38.4 cm from the proximal tip. The offset coil was located 44.3 cm from the proximal tip. The overall length of the guide wire measured 45.1 cm which is within the specification of 44.4-45.6cm per guide wire product drawing. The outer diameter of the guide wire measured 0.45 mm which is within the specification of 0.430-0.470 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 21ga introducer needle to functionally test the guide wire. Minor resistance was observed at the kinking and at the offset coil; however, the guide wire was able to pass with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit informs the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one major kink and one offset coil towards the distal end. Additionally, all relevant dimensional and functional requirements were met, and a device history record review based on a potential lot number from sales history with no relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The doctor could not perform the procedure because the guidewire body was bent. The device was replaced and a second attempt was successful. No patient harm. The patient's condition is reported as fine.